Event description:
Adverse event(s): "eye strain" (no code available). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that she is experiencing eye strain following bilateral intraocular lens (iol) implant surgeries. In a follow-up, the consumer reported that her eyes are doing "much better". The surgeon reported that he does not feel there is an issue with the lenses. He reports the lenses "looks great" and the surgery was "uneventful". He saw the patient in january and her visual acuity was 20/20. Additional information has been requested. There are two medical device reports associated with this event; this report is for the right eye. The report for the left eye has been previously reported under MFR report #1119421-2009-01130.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/19/2010 and 04/26/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).